Event description:
A blood leak occurred approx. 20 minutes after the start of treatment in 2001. The leak occurred at the third reuses. The blood contained in the dialyzer was not returned to the pt and it was discarded. Approx. 250cc blood was lost. The pt is well and no medical treatment was given to the pt.